Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and a long charge time error (lc) red alert was observed. Technical services reviewed the latest laititude payload and confirmed the error occurred without an accompanying charge, which could be caused by a random memory error. Per technical services, this error may be disregarded. The battery depletion is normal. A data issue was also noted by the field, which technical services noted should be fixed upon device interrogation. No adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset but noted critical therapy remained available.